Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. A philips filed service engineer went to the customer site and found that the ac power module had failed such that the inlet was pulled out of the case causing the battery not to charge. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the connector pulled out.

Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.